Manufacturer narrative:
The manufacturer previously received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation of nose irritation, respiratory tract irritation, dizziness, headache and hypersensitivity. The manufacturer was made aware of this complaint through a representative of the customer. Now, the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged nose irritation, respiratory tract irritation, dizziness, headache and hypersensitivity. Medical intervention was not specified. The device was returned to a third-party service center. The technician confirmed there was no visible foam particles found during the device evaluation. The device was repaired. Product brand name, model number, catalog item identifier, product UDI, (device) problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid have been updated. Additionally, remedial action init and recall (z) number section have been updated in this follow-up report.

Event description:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation of nose irritation, respiratory tract irritation, dizziness, headache and hypersensitivity. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.